Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 05/03/2017. It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2002 ant prolene was implanted. It was reported that patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.